Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Patient received a 2.75 x 23mm in the proximal lad. Four months later, the patient had a non q-wave myocardial infarction. Angiography revealed stent thrombosis and restenosis in the proximal to mid lad. Two cypher stents were implanted so all three stents would be overlapping.